Event description:
Staff obtained access to vein, wire threaded into vein, wire threaded into vein, wire approximately halfway inserted and met some resistance, pulled needle and inserted sheath over wire, pulled out wire with tip of wire remaining in pt. Pt refused to have surgery to remove broken piece of wire. Under fluoro imaging wire tip remaining in pt appeared to be extravascular.